Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, therefore, the condition of the product could not be verified and visual inspection cannot be performed. No abnormalities were found during the device history records review and the product was released according to release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
An ophthalmic surgeon reported that approximately six months following a glaucoma filtration device (gfd) procedure, the intraocular pressure (iop) increased accompanied by involution tendency of the right filtration bleb. During a secondary procedure, the lumen of the gfd was found to be obstructed, thus the shunt was removed and a trabeculectomy was performed. Additional information has been requested.